Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. The patient reported that there was poor telemetry or no telemetry with recharging. The patient reported that she couldn't charge because she could only see the reposition antenna screen. The patient reported that it had probably been a couple of months since the last successful recharge session. The patient reported that when she was first implanted she didn't hardly have to use the ins at all and it was weird and thought maybe the healthcare provider (hcp) had got some of the scar tissue removed but it was amazing and she used it off and on but it had been kind of rough (symptom wise) and so she sat down with a friend and charge everything and it worked fairly well and patient used it off and on but the patient fell a few weeks ago and since then she couldn't get the ins to charge. The patient was not able to communicate with another external device. The patient was walked through checking the ins with the programmer and poor communication was encountered. The patient reported that she was never really trained on how to charge so never really knew how to do it well. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device had not been working well for their symptoms for the last 6- 8 months. This was confirmed to be in 2016. No further complications anticipated.